Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient was driving in his vehicle, and although the cgm value was 391 mg/dl, he did not feel his bg was high. At the time he did not have a glucometer to compare values. Thirty minutes later he lost consciousness. After paramedics arrived the bg finger stick value was 26 mg/dl. Paramedics attempted to administer a glucagon injection, however the patient was seizing. They gave him oral glucose and administered dextrose in route to the emergency room (ER). The patient remained in the hospital for 8 hours and no ER treatment details were available. At discharge his bg level was 177 mg/dl and he was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.